Event description:
This event involved brand new tubing that had just been primed. When attached to the patient and started the alaris IV pump, the pump began alarming "occlusion". The IV was flushed, the tubing was not clamped at the time, and only slight resistance was met. It was questionable if the IV was working properly so the IV site was changed. Prior to reattaching the tubing to the new IV, the nurse check the tubing in the pump and found the bulge.ballooning/ bulging was located beneath the upper fitment of silicone segment of IV tubing. The nurse stated she had not seen this happen before. However, this facility has had three events like this one with this type of equipment within the last three weeks.what was the original intended procedure?IV fluid administration.device #1is this a laboratory device or laboratory test?no.